Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image and video recording was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the user attempted to use the instrument release key (irk). The distal end of the instrument was bent at an unusual angle, suggesting a possible break of the tube extension. The video also showed that customer had difficulty removing the instrument from the cannula and eventually ended up removing the cannula together with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the tips of the monopolar curved scissors (mcs) instrument. The instrument could not be closed, and the wrist could not be moved. Customer used an instrument release key (irk) to try to straighten the wrist and then remove the instrument. The procedure was completed with no patient harm. Customer needed to replace the scissors.